Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had damaged product. The following information was provided by the initial reporter: "once needle/ safety mechanism has been removed and during injection of medication with power injector, IV device burst off during use."

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The two photographs provided only displayed the label of the product and not the device with the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6), 00000 USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had damaged product. The following information was provided by the initial reporter: "once needle/ safety mechanism has been removed and during injection of medication with power injector, IV device burst off during use."